Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred and the trilogy evo device stopped providing airflow during use. The patient's family tried replacing the circuit, however the alarm repeated. The patient's spo2 value temporarily dropped to 80 percent, therefore the patient's family started to manually ventilate the patient. The patient was reported to recover immediately following manual ventilation. A philips sales representative visited the patient's home and replaced the ventilator device. In addition, the sales representative observed that the circuit was disconnected from the water trap. The patient's family provided that, "they had not noticed that this part had been disconnected when air had been no longer provided to the patient and that they had been aware that an air leaking sound had been emitted from somewhere." The trilogy evo device was evaluated by the manufacturer and the reported symptom of air supply stopping was unable to be reproduced. A review of the error logs confirmed that a "ventilator service required" did occur. Further inspection of the device found no abnormalities. The device passed all additional performance testing. Unrelated to the reported issue, the vanity cover assembly buri was replaced.